Event description:
----

Manufacturer narrative:
Subsequently, this rv lead was received in our post market quality assurance laboratory. Visual observations indicated this rv lead was returned severed 55.5 cm from pin; the proximal section was only returned. The polyurethane (pu) tubing was also slightly bunched. This rv lead passed the continuity test with manipulation. The initial allegation of infection was not confirmed through analysis.

Manufacturer narrative:
This rv lead remains in service for the time being, so therefore will not be returned to boston scientific for laboratory analysis. At this time,there is no additional information. Should additional information become available,this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead will be explanted within the near future due to pocket infection. There were no additional adverse patient effects reported.